Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed since a lot number was not provided by the customer. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that when the doctor went to peel the sheath the finger handle broke away from sheath. The doctor was able to grab sheath and proceed with placement. No delay in procedure. No patient harm.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that when the doctor went to peel the sheath the finger handle broke away from sheath. The doctor was able to grab sheath and proceed with placement. No delay in procedure. No patient harm.